Manufacturer narrative:
(B)(4). Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an abdominal case with colon rectal procedure, the stapler was fired, the staple lines didn't meet. The surgeon had to over sew the staple line for a better outcome. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n55159. The analysis results found that the tlc75 device was received with no apparent damage and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.